Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06506. It was reported that a rotawire separation occurred. The target lesion was located in the coronary artery. A 1.75mm rotalink plus and a rotawire were used for treatment. During the procedure, the device was checked outside the patient's body. It was then observed that the rotawire became separated when the burr rotated. It was also noted that the rotawire could not be removed from the burr. The procedure was completed with another of the same rotalink. There were no patient complications reported and the patient's condition was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for evaluation. The burr and the advancer unit were returned connected together. Visual inspection observed that the fiber optic cable and air hose were cut/removed from the device and was not returned. The handshake connection was inspected and a tug test was performed and no damage was noted. The burr was microscopically examined and noted that the annulus was damaged/blocked. No issues were noted with the exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06506. It was reported that a rotawire separation occurred. The target lesion was located in the coronary artery. A 1.75mm rotalink plus and a rotawire were used for treatment. During the procedure, the device was checked outside the patient's body. It was then observed that the rotawire became separated when the burr rotated. It was also noted that the rotawire could not be removed from the burr. The procedure was completed with another of the same rotalink. There were no patient complications reported and the patient's condition was good.